Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 9 rounds of inappropriate anti-tachycardia pacing (atp) and 2 inappropriate shocks due to an episode of atrial arrhythmia. A ventricular tachycardia (vt) ablation was recommended. The device remains in service. No adverse patient effects were reported.